Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined that his device was reported under the incorrect manufacturing facility. Please find the report under (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00620205422 tm shell lot #61276385, item #00631005032 longevity liner lot #61325837, item #00801803201 versys femoral head lot #61238162 . Event was initially reported on 0001822565-2019-02061. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02062, 0001822565 -2019 -02064, 0002648920 -2019 -00623.

Event description:
It was reported that patient is considering revision of left hip for unknown reason. Attempts were made to obtain additional information; however, none was available.